Manufacturer narrative:
Related voluntary medwatch form received: medwatch mw5156946.

Event description:
Voluntary medwatch form received states: it was reported that this lead was capped due to product performance issue. The lead is no longer in service. No additional adverse patient effects were reported.